Event description:
This device could not be interrogated post implant. No prior interrogation had been attempted and all troubleshooting methods were unsuccessful. The device was explanted the same day. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.